Event description:
A report was received that the patient was experiencing discomfort in certain positions from the initial ipg placement. It was also noted that the patient had difficulty charging the ipg as it kept flipping and shifting. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected. The patient was doing well post operatively.